Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal cord infarction. It was reported that the screen "connection not possible" was displayed. There were no known environmental, external, and patient factors that may have caused the event. When they tried to open the treatment application, the screen said ¿unable to connect¿ and three statements came up: ¿check the charging of the stimulator¿, ¿turn off the recharger¿, and ¿place the communicator near the stimulator¿, all of which were met, but it did not connect, so they reset the communicator, and rebooted the handset, but the situation remained the same. Currently, the recharger power button indicator is lit, so charging is considered complete, but the patient has not received any stimulation either. The app could not be opened, and the stimulation on/off could not be checked and the remaining charge level could not be seen. Eri was suspected, but the implantation procedure was performed just about half a year ago, so that display could not be checked at the present time. The issue was not resolved at the time of the report. It was reported that the screen said, "the recharger was disconnected." There were no known environmental, external, and patient factors that may have caused the event. When the recharger is placed on the body, the power button lights up green, indicating that the recharger is fully charged, but when the recharger application is opened, three numbers appear on the charging screen, which do not change, and then the screen changes to a screen that says, ¿the recharger is disconnected¿ and could not be connected. Therefore, they were not sure how well the stimulator is charging. They reset the recharger, but the situation remained the same. The issue was not resolved at the time of the report. No health damage was reported. No health damage was reported. Additional information was received. It was reported that the patient noticed that stimulation had not arrived since the middle of the night on tuesday (2 days prior to the report), and was trying to charge the device, but it was not working properly; wireless recharger malfunction was noted. There was no telemetry data available because there was no remaining charge and communication with the clinician tablet was not possible. There were no particular environmental, external, and patient factors that may have caused the event. The patient experienced pain from the beginning as a result of the stimulation being stopped, so a medical consultation at the hospital on (B)(6) and a mechanical check was performed. The patient also brought a recharger. It could not be checked because the ins had no remaining battery power and communication with the clinician tablet was not possible. When the recharger is touched, a number (indicates whether or not it is correctly in contact) will be displayed, but the number is about the max15; then the display would change to "keep the recharger on the implanted device for 20 minutes." It did not improve even after waiting for 20 minutes. Reset was performed by pressing and holding down the power button on the recharger for 45 seconds, but there were no changes. After that, the alert screen "no device response, please contact the primary contact, service code 4101" was displayed on the screen. The issue was not resolved at the time of the report. The wireless recharger would be replaced in the future. Additional information was received. It was reported that a neurostimulator reset was performed using the recharger and the clinician tablet app. Although the recharger and ins can be connected, after about 20 minutes the recharger will make a low-pitched beeping noise and the screen will switch to error code 4101. The physician also confirmed that there were no problems with the implantation depth and that there were no MRI or electrocautery procedures recently. They could not get the log because they could not communicate with the ins, but have managed to take the recharger app log, so they provided it. Additional information was received. It was reported that the patient continued to use the device, but the situation has not improved, so the causal relationship is unknown. Product replacement was performed for the patient, but the situation did not improve. There were no particular environmental, external, and patient factors that may have caused the event. There were no medical treatments such as MRI or electrocautery. The neurostimulator was reset using a re charger, and the mode of recovery and charging was implemented, but the situation did not improve. The issue was not resolved at the time of the report. The physician's opinion on severity was listed as "serious". Additional information was received. It was reported that the patient just had an implant surgery about six months ago, and the eri display couldn't be confirmed at the moment. Additional information was received. It was reported that the ins stopped so the patient charged. At first a message displayed "please maintain on the top of the implanted ins for 20 minutes." Then service code 4101 displayed. The ins was empty, so we could not telemetry. Additional information was received. It was reported that they have attempted all the troubleshooting steps that were suggested for the service code 4104 however, the issue remains unsolved. They were still seeing service code 4101 after a couple of recovery mode recharge (open loop recharge) as well physician recharge mode/ reset of ins. The ins implant is not tilted or too deep. It was confirmed that the telemetry was unsuccessful with the clinician app as well as the mystim rc app. Since the ins is depleted, when the manufacturer representative (rep) attempted to connect with ins, the clinician programmer as well and patient programmer displayed ins cannot be found. The rep provided a report from recharger app. Additional information was received. It was reported that the ins was implanted about 6 months ago and had no issues until last week when the patient attempted to recharge the ins, the service code 4101 got displayed. The rep has attempted to reset ins with clinician programmer too however, it still is displaying 4101. The patient wants to have new ins implant since patient is in lot of pain and we need to make decision whether to explant the ins today ((B)(6)2024). Additional information was received. It was reported that it was decided to explant the stimulator on (B)(6). Additional information was received. It was reported that the patient just had an implant surgery about six months ago, and the eri display couldn't be confirmed at the moment. The cause of the connection not possible, not receiving stimulation, and recharging app issues was not determined. The recharger was replaced and ins was reset. The ins would be replaced on (B)(6)2024. They reported that the ins cannot be charged, and so it is impossible to obtain a log.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's ins was replaced on (B)(6) 2024 as was planned. Replacement of the ins resolved the issues.